Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had low blood glucose level. The customer¿s blood glucose level was 46 mg/dl. The customer reported high blood glucose level which was because of food intake and blood glucose level was around 150 mg/dl. The insulin pump will return for analysis.